Event description:
It is reported that the catheter was inserted in (B)(6) 2013, 15:30 pm without difficulty. After infusion of antibiotic it was observed that the catheter was broken.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of revl0649 showed no other similar product complaint(s) from this lot number.